Event description:
During surgery, surgeon was using stapler, and it malfunctioned. Patient is at risk for injury. Surgeon is unsure if physical injury occurred during misfire. Lot number for staple load is p5h0823 and stapler is p5g0929.